Manufacturer narrative:
(B)(4).

Event description:
It was reported that the diplay on the device is missing segments. Device was not being used on a patient at the time. There is no report of patient harm or serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.